Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report two calibration error alerts, a change sensor alert, and high blood glucose levels. The customer's blood glucose level was 409 mg/dl. The customer treated with a bolus. The customer's sensor was replaced and returned, however the insulin pump was not replaced or returned.